Manufacturer narrative:
(B)(4). The care giver reused part of the set up when they disconnected one of the empty bags and reconnected a new bag during the therapy. The full set up was not replaced with new supplies. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse any disposable supplies. It warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. Also, it warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient reused single-use supplies while refilling the heater during peritoneal dialysis therapy. The care giver (cg) stated that they had two solution bags connected to the homechoice device and both bags were empty. The cg stated that they disconnected an empty heater bag and connected a full bag to the heater line. The technical service representative (tsr) assisted the cg with ending the therapy. The cg requested assistance with starting over with new supplies. The patient was going to perform a manual drain and the tsr assisted as requested. There was no patient injury or medical intervention associated with this event. No additional information is available.